Event description:
A malfunction was reported. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The malfunction code was resettable, and technical support provided the pump reset instructions, assisting the caller with the reset process. After resetting, the malfunction did not recur, and the customer was informed that they could continue using the pump with instructions to call back if any malfunction code recurs. The caller acknowledged and understood these instructions.